Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a primary plum set where it was reported there was leakage of a chemo drug noted on micron filter. There was unknown patient involvement, and unknown patient harm.